Manufacturer narrative:
1. DHR/bhr review lot#: 3325170. 1. This batch of products were assembled at intima ii auto line 4 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional tests. 1. Lie distance is measured, and the result is within the product specifications. 2. Penetration force test is performed, the needle tip force, catheter tip force and catheter drag force all meet the product specifications. 4. Needle through catheter may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and to avoid multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the usage of the sample is unknown, the root cause of needle through catheter cannot be determined. The plant will continue to track and trend for this issue.

Event description:
On (B)(6) 2024, an arterial catheter was punctured in the intensive care unit of (B)(6). When the needle entered the artery and blood returned, the needle came out about 0.2 cm above the tip of the catheter, resulting in a puncture failure. After the needle was removed, the catheter was reinserted for invasive blood pressure monitoring. This incident increased the patient's pain, but did not cause any harm and did not require special treatment. 2024-9-6 update information: comment (sent): 1) does the needle pierced through catheter? 2) was there any difficulty in withdrawing the steel needle? 3) was there any delay in patient treatment? Comment (rec):1) the catheter was punctured. 2) there was no particular difficulty in removing the needle. 3) there was no delay in the patient's treatment.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn/ec slm needle through catheter. The following information was provided by the initial reporter translated from chinese to english: on (B)(6) 2024, an arterial catheter was punctured in the (B)(6) hospital in (B)(6). When the needle entered the artery and blood returned, the needle came out about 0.2 cm above the tip of the catheter, resulting in a puncture failure. After the needle was removed, the catheter was reinserted for invasive blood pressure monitoring. This incident increased the patient's pain, but did not cause any harm and did not require special treatment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.